Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was torn, the outer insulation was breached cut, there was a white substance found on the exposed defibrillator coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had a potential fracture, high impedance, oversensing, and delivered inappropriate shocks. The lead was explanted and replaced. There are no further patient complications reported as a result of this event. It was also reported that the lead was oversensing and had high impedance.

Event description:
It was reported that the lead had a potential fracture, high impedance, oversensing, and delivered inappropriate shocks. The lead was explanted and replaced. There are no further patient complications reported as a result of this event.